Event description:
"Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they need to confirm an appointment for (B)(6). Patient said they have had the therapy turned off for a long time and the neuropathy in their legs have gotten worse. Patient tried to recharge the implant a couple months ago and a week ago they charged the controller to 100% but the neurostimulator wouldn't take a charge. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.